Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that the heater bag was disconnected from the heater line. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of the peritoneal dialysis therapy. During troubleshooting, it was determined that the heater bag was disconnected from the heater line. Renal therapy services (rts) assisted the care giver to start over with new supplies and removing the cassettes. Proper procedures per the user manual were reviewed with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.